Manufacturer narrative:
Potential lot numbers - 1375586, 2318203, 2520828,2641407, 2731314, 3031202, 3166207, 3277472, 3290524, 3330092, and 3333628. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that air leaked from a medex¿ clear-cuff pressure infusor, and the device does not hold pressure. It was also noted that there were visible cracks on the "light blue plastic part". No injury was reported.